Event description:
It was reported the customer was trying to administer a bolus. When setting up the bolus, the number kept ramping up 25 units and back to 0 units. Customer's father stated none of the buttons were work. Customer's father did not know current blood glucose reading. Customer's father reported the device was not exposed to moisture, as a significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corrosion on keypad traces. No unexpected ramping of values from keypad buttons. No button error alarms noted during testing. Insulin pump had a cracked case on the lcd display window corners, minor scratches on lcd display window, scratches case, cracks on the reservoir tube lip, and scratches on the reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.